Event description:
It was reported that asymptomatic patient presented in-clinic; far-field r-wave oversensing was noted on the stored egm. Device will be reprogrammed as recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.